Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4) was not returned to zoll for evaluation. The reported event was confirmed in the event log review but not in the functional testing performed by biomed technician at the customer's site. The thermogard xp ivtm system passed the functional testing. The possible root cause for the reported event could be due to instable cooling engine wire. Upon visual inspection, observed broken pump cover and broken top lid, unrelated to the reported issue. The pump cover and the top lid were replaced to remedy the issue. The thermogard xp ivtm system is a reusable device and was manufactured in september 2012 and is 7 years old, system has exceeded its expected service life of 3 years. Therefore, this type of physical damages are characteristic of normal wear and tear for the life of the device. The thermogard xp ivtm system passed all the testing without any issue or fault. The event log review showed occurrence of tcmid:06 (ce post failure) error message on the customer reported event date. The cooling engine wires are replaced to prevent the occurrence of tcmid:06 error message. Also, detected additional heater instability after repair, unrelated to the reported issue. The heater was replaced to remedy the issue. Following service, the thermogard xp ivtm system passed all the testing without any issue or fault. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) was not returned to zoll for evaluation. The reported event was confirmed in the event log review but not in the functional testing performed by biomed technician at the customer's site. The thermogard xp ivtm system passed the functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported event. Upon visual inspection, observed broken pump cover and broken top lid, unrelated to the reported issue. The pump cover and the top lid needs to be replaced to remedy the issue. The thermogard xp ivtm system is a reusable device and was manufactured in september 2012 and is 7 years old, system has exceeded its expected service life of 3 years. Therefore, this type of physical damages are characteristic of normal wear and tear for the life of the device. The thermogard xp ivtm system passed all the testing without any issue or fault. The event log review showed occurrence of tcmid:06 (ce post failure) error message on the customer reported event date. The cooling engine needs to be replaced to prevent the occurrence of tcmid:06 error message. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported, during startup for patient treatment, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:06 (ce post failure) error message. Per user, the patient's treatment was continued with another thermogard xp ivtm system. No patient consequences.